Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm after multiple infusion set change. The customer's blood glucose was 400 mg/dl at the time of incident. The customer changed the infusion set from another box and used an older insulin pump and that resolved the issue. The customer's blood glucose at the time of call ws not provided. The customer will return the infusion set for analysis.